Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received, indicating that the pre-placed sutures were removed from the calcified left common femoral artery (lcfa). The sutures of two new proglide devices were pre-placed and used to successfully achieve hemostasis in the lcfa. The right common femoral artery as calcified as well. A femoral angiogram was not taken. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement was performed in the right common femoral artery and left common femoral artery using proglide devices via a pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Two proglides were properly placed on each leg. After placing the main body, they could not load easily graft extensions due to tortuosity. After several attempts and changing guide wires they decided to open the right puncture site, took both proglide sutures away to create an easier access site to load extension. The right leg was very tortuous too and could not load extension; they decided to enter via left humeral artery, cross over and capture the guide wire placed in the right iliac with a snare to reduce tortuosity. The extension could then be loaded and placed properly. After performing the aaa procedure, when starting to close the right leg with proglide sutures, hemostasis was not adequate despite advancing the knot with the trimmer several time with consistent tension. The blood could not be controlled. It was decided to stop and close surgically. Patient did not present post operative complications and is fine. The physician is reportedly in training in the use of the proglide device; however, unknown if established in the pre-close technique. No additional information was provided.